Event description:
It was reported that a patient experienced sepsis and subsequently died, coincident with peritoneal dialysis (pd) therapy. The cause of the sepsis was unknown. It was not reported if the patient was hospitalized for the infection and treatment was not reported. It was not reported if an autopsy was performed. It was not reported if the pd therapy was ongoing until or at the time of death. During the follow up, the nurse declined to provide any additional information on the reported event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.